Event description:
Pt presented with redness, severe pain and irritation one day after being temporarily fit with focus dailies lenses while waiting for rigid gas permeable lenses to be fabricated. Pt experienced inflammation with pin shaped scarring at twelve o'clock position, right eye. Report states pt almost hospitalized. Treated with unk antibiotic for bacterial keratitis due to contact lens wear. Outcome unk. No further info available at the time of this report.